Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed post-paced t-wave oversensing on the ventricular channel. The patient was brought in to the clinic three months later and the recommended programming changes were made. The patient condition was stable before, during, and after the procedure.